Manufacturer narrative:
It was clarified that the results were generated for comparison/validation purposes only and were not being used for diagnostic purposes. The initial event description states: "the hiv combi result from the e411 analyzer was 1.97 coi (positive). The same sample was tested on the e801 module, and the hiv duo result was "negative." The specific result was not provided." Clarification of the event was received so that this should state: "the hiv combi result from the e411 analyzer was 1.97 coi (positive). The sample was repeated on a different e411 analyzer with results of 1.38 coi (positive) and 1.48 coi (positive). The same sample was tested on the e801 module, and the hiv duo result was 0.2 coi (negative). " result differences can occur between the hiv combi assay and the hiv duo assay as the reagent formulation is different. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." The elecsys hiv combi pt assay performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
We received an allegation of a questionable positive result for 1 patient sample tested for elecsys hiv combi pt (hiv combi) on a cobas e 411 analyzer (disk system). The customer was reportedly performing comparison testing "for validation" between the e411 analyzer and an e801 module using the hiv duo assay. Clarification has been requested as to whether the results were being used for diagnostic purposes; however, this information has not been provided. The hiv combi result from the e411 analyzer was 1.97 coi (positive). The same sample was tested on the e801 module, and the hiv duo result was "negative." The specific result was not provided.